Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was dislodged with noted loss of capture. This lead was then explanted and replaced. No additional adverse patient effects were reported.